Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient went to the hospital after receiving several shocks. It was noted that there was noise on the right ventricular channel. The lead was capped and replaced. No further patient complications have been reported as a result of this event.